Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump keeps getting failed battery. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the second occurrence was receiving a replace battery alert without receiving a low battery warning first. No harm requiring medical intervention was reported. Product return was requested for mmt-1886. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracks in the select, down, up keypad buttons. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the sleep current measurement, active current measurement, and self tests. No battery failed alarms were noted during testing. The select, down, and up keypad buttons needed to be pressed hard to get a response. Thump software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 58=failed battery test--a whole slew occurring on (B)(6) 2025 from 20:21:46 to 20:24:37. The adapt tool lists the following low battery/battery insertion cycles in reverse chronological order: (B)(6) 2025 15:08:00 - (B)(6) 2025 18:11:42 = 12.4 days; (B)(6) 2025 13:00:00 - (B)(6) 2025 02:31:24 = 13.4 days; (B)(6) 2025 21:08:00 - (B)(6) 2025 19:06:04 = 12.1 days. There is a date/time change @ (B)(6) 2025 23:29:42 which negates the 2nd cycle listed above. The other two cycles are greater than 7 days indicating that the pump passes the battery life test. The adapt tool lists the following motor related pump errors around the event date: pump error 38 (variableinfo = 0x00 hex = 0) (filenumber = 121, linenumber = 519) occurred on (B)(6) 2025 @ 20:21:13, 21:16:13, & 23:01:11. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. Did not note any creases or cracks in the dome switches of the select, down, and up keypad buttons. In summary, the customer¿s report of battery failed alarms and unexpected battery power loss both were not confirmed during testing. The hard to press select, down, and up keypad buttons are due to the lack of cushion and cracks in the keypad overlay. Finally according to what's stated in the adapt tool, pump error 38 (variableinfo = 0x00 hex = 0)(filenumber = 121, linenumber = 519) is due to a hardware error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.